Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or unexpected insulin flow blocked alarms noted. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had no delivery alarm issues with the insulin pump. They went to the hospital and the device was checked. They ran a self-test a couple of times. The insulin pump had alarmed two different pump error alarms multiple times. The customer¿s blood glucose level was 8.4 mmol/l. Troubleshooting was performed. They were advised to rewind the insulin pump. They delivered 0.1 unit of normal bolus and it was recorded in the daily history. They ran the self-test again and a hardware low level failure alarm occurred. The device will be returned for analysis.